Event description:
It was reported that this implantable cardioverter defibrillator (ICD) oversensed noise, which resulted in inappropriate atrial tachy response (atr) and ventricular arrhythmia episodes. Technical services (ts) reviewed the events and indicated the noise appeared to be from electrocautery. The health care professional (hcp) confirmed the stored events occurred during a medical procedure. No adverse patient effects were reported. This ICD remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) oversensed noise, which resulted in inappropriate atrial tachy response (atr) and ventricular arrhythmia episodes. Technical services (ts) reviewed the events and indicated the noise appeared to be from electrocautery. The health care professional (hcp) confirmed the stored events occurred during a medical procedure. No adverse patient effects were reported. This ICD remains in service. Additional information was received that this ICD stored episodes containing noise artifact following a surgical procedure in which a magnet was placed on the device. Ts reviewed presenting device data and determined that the device was operating as programmed. No adverse patient effects were reported. This ICD remains in service.